Manufacturer narrative:
The guardus overtube comes in two pieces. There is an inner tube and an outer tube that are joined together, the instructions for use dictate that the outer tube is to be used with the inner tube, which has a tapered tip. Per conversations with the facility, it has been determined that the outer tube was used alone in this incident.

Event description:
Patient entered hospital on (B)(6)2010 with a food impaction. She was admitted overnight, but an endoscopy was not performed until the next day, (B)(6)2010. Several attempts were made to remove the food impaction. The physician then attempted to perform an endoscopy with a guardus overtube. After the endoscopy, it was noted that there was blood in the esophagus along with subcutaneous air in the chest and neck area. The patient underwent a CT scan and was diagnosed with a cervical esophageal perforation. The patient underwent surgery to repair the perforation and was admitted to the ICU.